Event description:
It was reported that at a nursing home during a follow-up visit 13 weeks after the initial surgical procedure, a dislocated trochanter minor and a major fragment were diagnosed on the patient. It was reported that the femoral head was in its correct position. It was reported that the patient did not want to undergo a re-operation a the time. It was reported that there was no associated procedure. No delay, and no medical intervention were reported with this event at this time.

Manufacturer narrative:
The device will not be returned for evaluation. If additional information becomes available it will be provided on a supplemental report. Device implanted, not available for evaluation.

Manufacturer narrative:
Evaluation summary: the affected device was not returned for evaluation. However, x-rays were provided permitting to confirm the event. Based on the investigation results, the dislocation was caused by an insufficient fragment reduction (significant remaining varus deformation) which clearly indicates a surgical failure. Otherwise, there are no special findings. Despite the varus deformation, which causes a cranial positioning of the lag screw in the femoral head. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Device not returned.

Event description:
It was reported that at a nursing home during a follow-up visit 13 weeks after the initial surgical procedure, a dislocated trochanter minor and a major fragment were diagnosed on the patient. It was reported that the femoral head was in its correct position. It was reported that the patient did not want to undergo a re-operation a the time. It was reported that there was no associated procedure. No delay, and no medical intervention were reported with this event at this time.